Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the patient's cerebral ventricle was shrunken. After two months, the patient developed hydrocephalus again. The physician believed the device was blocked. As a result, the device was revised. The physician found the device was blocked due to an infection. The patient has recovered and is doing fine.